Manufacturer narrative:
UDI # ((B)(4). Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The complaint was not confirmed. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: g7 neutral arcomxl lnr 36mm g, pn 010000742, ln 3822626. G7 neutral arcomxl lnr 40mm g, pn 010000748, ln 3387335. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-09558, 0001825034-2018-09559. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that liner would not seat properly into a cup after several attempts. Due to removing original cup and re-implanting different cup, cleaning and exposing tissue, multiple attempts at seating, and liners being difficult to insert, there was a 45 minute delay. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.